Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the haptics tore off. The lens was partially inserted and was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to surgeon error. It should be noted that the injector and cartridge were not returned for evaluation.